Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age, weight and ethnicity and race was not provided for reporting. This report is for one (1) unspecified band-aid, lot # and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported that when she used an unspecified band-aid she had a reaction to it. Consumer states she is allergic to latex. The consumer reported that she had to go to the hospital for treatment. Consumer was unable to provide additional details. No further information is available.